Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The following alarms were observed in the event history log (ehl): primary audible alarm bgnd and acu. Flow and occlusion tests were then performed. These alarms were not reproduced during functional testing. The customer reported product problem was confirmed based on the aforementioned findings in the ehl. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventive measure.

Event description:
It was reported that the medfusion pump displayed a primary audible alarm background test. No patient injury or complications were reported in relation to this event.